Event description:
It was reported that while setting up for the procedure, the control module powered on, but during initialization, the unit powered off. There was no reported patient consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.